Event description:
It was reported that the customer's blood glucose level was 540 mg/dl. She received a battery out limit alarm. Her infusion set was crimped. When she got back to the united states from jamaica, she had high blood glucose levels and went to hospital. The customer had a heart attack while using her travel loaner insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.